Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 kept burning out. The product is returning.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).